Event description:
The customer reported that a spark was observed behind the jaws of the instrument where the insulation meets the jaws. A piece of blue plastic was found inside the pt's cavity but the surgeon was not sure if it came from the ligasure device. The piece was retrieved and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.